Event description:
It was reported the patient's ipg is inoperable. The sjm representative confirmed the issue. The patient stated she has not used her scs system in two years. The patient requests to have the scs system replaced. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.